Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 20dec2016 to assess the instrument test well image in question, which had visually a slight background of red blood cell adherence. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 21dec2016. The fse adjusted the washer residual volume from 0.86 g to 0.48 g.

Event description:
On 20dec2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (I and ii) on a galileo neo instrument, when tested on (B)(6) 2016.